Event description:
Balloon dilation catheter broke during a ureteral dilation procedure. Device states that the rated burst pressure is 30 atm and this device burst at 20 atm. Ureteral was inspected and everything was clear. Surgeon opened another kit to completed the procedure.